Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose sensor was not connecting to the ilet, and the agent guided the user to retrieve a new dexcom pairing code from the dexcom app and pair it to the ilet, after which the dexcom successfully paired; during the connectivity issue, the user experienced hyperglycemia with a highest fingerstick reading of 346 mg/dl that persisted for approximately 12 hours and was addressed with a 9-unit insulin pen correction, and the ilet issued high glucose alerts. Symptoms included feeling off balance. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and device re-pairing steps to restore sensor-to-pump communication. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet that was resolved by obtaining the correct pairing code and re-establishing the connection, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing disruption corrected through standard troubleshooting.